Event description:
A patient reported blood glucose results of 211 and 269 mg/dl with a lifescan meter, performed within "z" minutes. Based on statistical methodology, the calculated difference of these glucose reuslts exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.